Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, white particles on the surface of the shell, part of the shell is missing. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on posterior side assessed as surgical damage.

Event description:
Patient reported left side capsular contracture, baker grade unknown and bilateral exchange from textured to smooth breast implants due to the patient's concern with the product. Device has been explanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade ii-iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; a.6; b.5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown and bilateral exchange from textured to smooth breast implants due to the patient's concern with the product. Device has been explanted.